Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure this pacemaker exhibited no device output on the non-boston scientific right ventricular (rv) lead when the device was programmed to pace/sense in only the ventricle. The connections were checked, and the lead was correctly inserted. The rv lead was checked on the pacing system analyzer (psa), and all measurements were within normal limits. The pacemaker was removed/replaced prior to pocket closure, which resolved the issue. No adverse patient effects were reported.